Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: tep hernia. Event description: the dissecting ballon ruptured after some pumps. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the balloon had ruptured. Engineering observed that the balloon material was stretched, torn, and fragmented. Based on the evaluation of the returned unit, it is likely that the balloon ruptured due to excessive force that was exerted on the balloon if the user attempted to reposition the balloon with the scope. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tep hernia. Event description: the dissecting balloon ruptered after some pumps. Patient status: no patient injury.